Event description:
Report received of an error in programming the device. This was found during a retrospective analysis of the pump history by the manufacturer. At 4:31pm, the meperidine 10mg/ml vial was inserted into the pump. An unspecified loading dose was programmed and the pump was stopped after 2mg of that dose had infused. There was no physician order for a loading dose. The pt did not experience any adverse effects and no medical interventions were required. There were no reports of any issues made to the manufacturer by the customer. No further info was available.